Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® molding & occlusion balloon catheter (mob). During the treatment, a touch up was performed for the proximal of the trunk-ipsilateral leg component using the mob. After all stent grafts were implanted, an angiography revealed a retrograde dissection from the proximal edge of the trunk-ipsilateral leg component to the descending aortic artery. The physician decided to monitor it. The patient tolerated the procedure.

Manufacturer narrative:
H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. Summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: four radiographic jpeg images provided for evaluation. One angiogram jpeg and 3 partial reconstruction 3d jpeg images. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window level, rotate, etc.) Cannot confirm contrast outside the proximal end of the implanted devices with available angiogram image. Cannot visualize the distal end of the devices with available images. So cannot confirm a distal type I endoleak. There does appear to be an aortic dissection extending into the descending thoracic aorta (dta) proximal to the implanted gore® excluder® conformable aaa endoprosthesis. Partial 3d reconstruction images show tortuous iliac arteries. Emdr section h6, codes b15, c19, d12, d15 updated to reflect results of investigation.